Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Can you please provide more details how the device did not perform its usual cut? Did the blade transect the tissue completely after deploying the staples? Was the appearance of the cut line jagged, crooked, ripped, or irregular? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
During the procedure the stapler locked; it was not possible to opened it after discharging and appeared that it did not perform the usual cut.